Event description:
It was reported that the 9600emi system booted up with a bad iris pot error message every time the system was turned on. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the collimator iris pot. The system was tested and found to be working as intended and placed back into service.